Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, distal end cover broke, roof insulation, protective rubber glue detached/discolored, objective lens (lined, chipped, broken/fissured with affection in image), light transmission fiber (15-20 % m ok > 30%), image evis exera (smudge on image), insertion tube (physical deterioration), insertion tube insulation (t/I, 10m ok > 10m), angulations (angulations outside the range allowed by the manufacturer), control knobs (play), and guayas of the angulation section (broken, loose stopper, flayed, cut). The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope exhibited affects image due to scratched and cracked objective lens, reduction of light fibers by 15-20%, and physical deterioration of insertion tube. The event occurred during preparation for use, prior to an unknown diagnostic procedure. Upon inspection and testing of the returned device, foreign material (secretion residues from mucous tissue) was found on the scope distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.